Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was positioned on the mitral valve; however while attempting to grasp the flail posterior leaflet one of the grippers did not lower. The clip was not implanted and the cds removed. A second clip was implanted but was unable to successfully capture the flail segment after multiple attempts and the mr remained at a grade of 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot-specific quality issue. Based on all available information and without the device to analyze, a cause for the reported inability to lower a single gripper could not be determined. The reported positioning failure is a cascading event of the inability to lower the gripper. There is no indication of a product issue with respect to manufacture, design, or labeling.